Event description:
Consumer reported in 2008, she had four (4) surgeries on her abdomen for infection from insulin injection. Four months later, another infection on her leg and had surgery in which part of muscle from the leg was removed.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.